Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of respiratory failure in the setting of acute decompensated heart failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exhibited dyspnea and swelling and were treated through diuresis with intravenous (IV) bumetanide (bumex) as needed for volume overload. The patient had increased oxygen requirements from 5 liters nasal cannula to high-flow nasal cannula (hfnc). Chest radiography on (B)(6) 2023 with new diffuse right-sided airspace opacity. Differential included asymmetric pulmonary edema, pneumonia, amiodarone toxicity or alveolar hemorrhage. Follow up computed topography (CT) showed new diffuse lung disease right to left, likely pulmonary edema but ultimately insufficient to determine definitive diagnosis. Patient was maintained on hfnc and received IV solumedrol three times, for possible amiodarone pneumonitis. Amiodarone was discontinued. It was noted that the respiratory failure was not related to the left ventricular assist device (lvad) implant procedure. After the long-term prognosis was discussed with patient and his family, the decision was made to make the patient do not resuscitate on (B)(6) 2023. The patient also wished for palliative measures including turning lvad off. The patient passed away due to acute hypoxic respiratory failure in setting of acute compensated heart failure on (B)(6) 2023. The death was not considered to be device related and the device operated as expected.